Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient stated a high blood glucose (bg) level of 206 mg/dl and had obtained the value from both a continuous glucose monitor (cgm) and a bg meter. The patient took corrective action by administering a correction bolus via their pump. The patient discovered a slight kink at the tip of the cannula and decided to remove the site. The patient noticed symptoms of the kinked cannula three or more hours after insertion, and the site was located on their side or above the hip. The patient regularly rotates site locations and confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient attributes the high bg to the identified infusion set issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.